Event description:
Bard, davol silicone round drain was placed in operative wound near conclusion of surgical procedure. Pt reported to surgical clinic the next day complaining of copious amounts of drainage from peri-drain site. Upon further evaluation, following removal of the drain, it was observed that the silicone drain tubing was not patent, but had an approx 3/4" section that was fully silicone (the drain was solid silicone in this area).